Event description:
It was reported that the fisher & paykel 950 humidifier caused the ventilator to fail testing. The f&p humidifier is not a (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).